Event description:
On (b)(6) 2026, the patient underwent an endovascular procedure where a 14 x 150 mm GORE® VIABAHN® FORTEGRA Venous Stent (Fortegra Device) was successfully implanted via leg access. Following IVUS evaluation, additional proximal coverage was deemed necessary, and a 16 x 75 mm Fortegra Device was selected for implantation proximal to the previously deployed device. The 16 x 75 mm Fortegra Device initiated deployment normally; however, during expansion of the proximal end of the Fortegra Device, the deployment line became stuck. The Fortegra stent partially deployed and expanded only to the level of the previously implanted 14 mm stent. Significant force was applied to the deployment line, but the Fortegra stent would not fully deploy. Jugular access was then obtained, and attempts were made to open the partially deployed device using a balloon, without success. Additional traction was applied to the deployment line, allowing deployment to progress incrementally; however, extreme force was required. The physician continued pulling ultimately resulted in deployment line breakage with approximately 2 cm of the Fortegra stent remaining undeployed. Further attempts to fully deploy the device using a sheath introduced from the jugular access were unsuccessful. The physician subsequently cut open the Fortegra deployment catheter, secured the remaining deployment line with forceps, and applied additional traction while simultaneously advancing the sheath from the jugular approach. The Fortegra stent ultimately fully opened. Fluoroscopic assessment then revealed that the Fortegra stent was no longer attached to the ePTFE graft material. The damaged Fortegra stent and separated ePTFE graft were successfully removed from the patient in two separate pieces using forceps. No vessel injury or other patient harm was reported. During efforts to deploy and remove the 16 mm Fortegra device, the previously implanted 14 mm Fortegra stent was moved distally due to procedural manipulation. A 16 x 150 mm Fortegra stent was subsequently implanted successfully. The procedure was completed, and the patient was reported to be doing well with no adverse clinical consequences.

Manufacturer narrative:
D2a/2b: The incorrect product code NIP had to be used in order to send report on time. The system was not allowing the correct product code QTL and Stent, vena cava. W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.